Manufacturer narrative:
Date of event is estimated. D6b - date of explant is unknown. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101199.

Event description:
It was reported that the patient's lead had fractured. As a result, surgical intervention took place in 2022 wherein the entire system was explanted. Exact date of the procedure and additional information regarding the issue is unknown since the company representative was not present at the surgery, it is unknown which lead caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.